Event description:
The customer reported the motorized c-arm failed to operate. This would lead to loss of motorized movements. Complete loss of motorized functionality amy result in inability to obtain images. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The emergency stop button on the console was evaluated and replaced. The system was tested and found to be working as intended and returned to service.